Event description:
A malfunction alarm, identified as code malf 24, was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.